Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, advancing difficulties were encountered. The location of the lesion is unknown. Upon attempting to advance the 0.035 jag precursor guide wire through an unspecified ercp catheter, difficulty was encountered upon advancement of the guide wire. The physician was able to advance approximately 4cm of the hydrophilic tip through the end of the catheter, however, the guide wire was unable to advance further and was difficult to withdrawn as well. It was further noted that the intersection between the two coatings of the guide wire was not smooth and the wires contained an approximately 1mm wide notch between these coatings. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".